Manufacturer narrative:
The x2 pump user guide states do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's insulin gauge displayed an inaccurate fill estimate of an unknown value. During troubleshooting with tandem technical support it was discovered the customer was adding insulin to a cartridge while it was still loaded on the pump. There was no reported adverse impact to the customer's blood glucose.